Event description:
It was reported that this lead was surgically abandoned due to experiencing fracture and exhibiting impedance issues. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this lead was surgically abandoned due to experiencing fracture and exhibiting impedance issues. Another lead was implanted instead. No further adverse patient effects were reported. Additional information was received detailing that the impedance issues were high out of range pacing impedance measurements.